Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 chemistry analyzer. The results were reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer provided data for two (2) patient samples. No patient demographics were provided.